Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿surgeons have stopped using it as a result of a 'grainy' texture being noticed despite all guidelines being followed in-theatre." Product description: depuy cmw 2g 40g. Product code: 3325040. Lot number: 4928586. Quantity of manufactured: (B)(4). Manufacturing date: 08/26/2025. Expiry date: 07/31/2028. Product checked: retained samples. Required testing: tm-t150 cement setting time, there were no non-conformance associated with this lot. The samples were tested in a temperature and humidity-controlled laboratory (see page 2). Lot: 4928586. Dough time: 55s (spec: 1 min 30s max). Mix characteristics: ok. Setting time: 5 mins 29s (spec: 4 min to 6 min). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: ms-005 bone cement: master specification: depuy cmw 2g gentamicin bone cement). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 08/26/2025. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 07/31/2028. Device history review: a manufacturing record evaluation was performed for the finished device product description: - depuy cmw 2g 40g product code: - 3325040 lot no: - 4928586, and no non-conformances / manufacturing irregularities were identified. Corrected: d3, g1.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: g4: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
It was reported the cement had a grainy texture after following guidelines.